Manufacturer narrative:
Flaccid, abdominal/pelvic mass. No medwatch form was received from the user facility.

Event description:
The pt had a routine refill in 2009; 2000 mcg/ml of intrathecal baclofen (750 mcg/day, simple continuous). No concentration or dose change occurred. The pt was "well and improving" until six days later when the pt had a loss of consciousness (loc) and was unresponsive. They were admitted to the hospital with bloody diarrhea, urinary tract infection, fever, and possible abdominal/;pelvic mass. No pump alarms were heard. The event logs were normal. Volume discrepancies were not checked. The hcp had been in conversation with a neurosurgeon; device troubleshooting was being considered. When the hcp first saw the pt six days later, the pt's limbs were flaccid; it was unk if this was due to possible baclofen overdose or loc. The hcp wanted to investigate if the pump was contributing to loc. The hcp was hesitant to empty the pup to confirm the expected residual amount of approx 37.75 ml due to the pt's "infection". When the hcp first interrogated the pump, the printout appeared to be what was expected since the refill printout. The pump logs were normal. Both calibration constants from both days were 122. The hcp in consultation with other physicians considered stopping the pump or reducing the daily dose. The pt had recent x-ray and CT tests; the catheter appeared intact, connected, and in the intrathecal space (no dye studies had been performed). The pt's vitals were stable. A transfer to the intensive care unit was not deemed necessary; the pt was always breathing on their own. On the second day, following a neurology consultation, the pt's pup dose was reduced from "750 mcg/ml/day to 600 mcg/ml/day". It was confirmed by reading the pump that the dose reduction had been successful. Approx three hours later, the hcp noted that the pt had woken up and had regained consciousness. The hcp wondered if the pt had possibly received "too much of another drug". The pt was to be monitored, including monitoring for return of spasticity/withdrawal due to decreased baclofen dose. The following day, it was reported that the pt experienced a possible overdose of medication; the pt was "systemically ill" and had intrathecal baclofen therapy with "chronic rate". The pt's pump was previously identified as possibly missing pump propellant; however accurate residuals were always seen; no issues injecting 40ml, and there was steady dose and concentrations for long durations. It did not appear that the event was due to a possible pump propellant issue. In later reporting it was noted that the pt had another period of loss of consciousness (date unk) and was in the intensive care unit with a pending transfer to another hospital. It was unk if the pump or catheter were contributing to the event; further investigation of the pump and catheter was planned. They were suspicious that the catheter may have gone subdural. Final pt outcome was not reported.